Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion was noted to be normal. Device had accumulated over 1600 seconds of charge time.

Event description:
It was reported that the device was received with ventricular fibrillation detection programmed on and a charge circuit timeout had occurred. The device was not used. The device was returned in the unopened sterile package. No patient complications have been reported as a result of this event.